Event description:
It was reported that the patient presented for remote follow-up via merlin.net. An interrogation of the implantable cardioverter defibrillator revealed that three inappropriate shocks were delivered for episodes of supraventricular tachycardia. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Correction : h6 - missing code for "incorrect interpretation of signal".